Event description:
During a coronary artery bypass procedure, the heartstring seal did not deploy out of the delivery tube intothe aorta. Replacement was used to complete the procedure. No patient complications were reported by the hospital.